Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported prior to the implant procedure the battery voltage was low and the battery status indicator was gray. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.